Event description:
Information received indicates the bed has a high ground resistance reading.

Manufacturer narrative:
The hill-rom technician tightened the ac power cord connections to repair the bed.